Manufacturer narrative:
B3: event date is year valid medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). Information was received from a patient regarding an implantable neurostimulator. The reason for call was patient reported seeing 'settings not available' on their controller when trying to increase stimulation. Patient stated this has been going on for 'about 3 days' and later stated 'more like 4 days.' Patient stated they turned their stimulation down when they went to bed, but the next morning they saw the message again. The patient was redirected to their healthcare provider to further address the issue. Patient stated healthcare provider works at twin cities pain control, who they think is a pa, but name asked unknown. Additional information was received from the manufacturer representative (rep). Rep reported that the cause of the issue was not determined. Rep reported the issue was resolved. They saw pt in clinic and noticed electrode #4 was oor. They reprogrammed around #4 and the issue was resolved and coverage was still adequate. No further intervention needed. The information has been confirmed by the physician.